Manufacturer narrative:
Temperature tests have been performed on light source/light cable/scope systems. The light cable has the ability to reach temperature capable of burning a pt/user when the light source is used at the higher light settings. The user must always be aware of the light cable's placement during surgery. There are several warnings listed in the ifus of the light cable, scope and light source to help prevent burn incidents.

Event description:
It was reported that the account was performing a gyn procedure and had a pt burn with one of stryker's light cables. It was reported that the case was over and the doctor removed the light cable and put it up on the pt's abdomen. Nobody at the account seems to remember the brightness setting on the lightsource when the incident happened.